Event description:
While investigating a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. Electrode belt sn (B)(4) was found to have an open wire.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the brown (lead +1) wire was open in the cable connecting ECG a and ECG b. The root cause for the broken wire could not be positively identified but was likely excessive force placed on the electrode belt cable. No adverse event resulted from the broken wire. The pt ended use and was not issued a replacement electrode belt.